Manufacturer narrative:
(B)(4). Exact event date not known, used the first of the month. Device manufacture date: march 2017. If further information becomes available a follow up medwatch will be submitted.

Event description:
Received a device with a known reportable malfunction. Additional information received from the customer on 13sept2019, it was reported, it was exactly the same as the first device. No patient injury. This was at the end of the procedure when the instrument was being removed from the patient. They did not provide me a date of occurrence. All I know is that it happened early august.

Event description:
Received a device with a known reportable malfunction. Additional information received from the customer on (B)(6) 2019, it was reported, it was exactly the same as the first device. No patient injury. This was at the end of the procedure when the instrument was being removed from the patient. They did not provide me a date of occurrence. All I know is that it happened early august.

Manufacturer narrative:
1164471: the following observations were made about the device; the device shaft is bent, the bend is gradual, begins a few inches distal of the handle and ends about 10 inches from the shaft handle, the device was not returned with a sterilization sleeve to protect the flex components, the distal end of the shaft has a sharp edge from the flex components being bent the wrong way, the tension wire has completely frayed apart, and relative to the location of the fray the proximal piece of the cable ejected out of the handle and was not returned with the complaint sample. The bent shaft indicates a mechanical overstress was exerted on the shaft; a bending force high enough to cause permanent deformation (damage) in the shaft occurred at least once. The shaft is designed to be straight, the shaft piece has guide holes at the distal end that guide the memory wire and tension cables towards the handle, this bend in the shaft could have been sharp enough to pull the cables and wire to the edge of the guide hole, causing increased friction and wear on the cable as it is being tightened if the cable from rubbing against that edge. If the flex components of the device were pressed against something and deflected in the direction they were not designed to deflect towards, an edge of the flex components that is not designed to experience compressive forces would get pressed outward to form a sharp surface. Based on the physical evidence of the complaint sample, this occurred. This sharp surface does not protrude when positioned next to another flex segment, in its articulated state, however, it can become a sharp hazard in the relaxed state if the flex components are bent away from this edge. For the flex components to be deflected in this direction, they must make contact with something, while in a relaxed state and not protected by the sterilization sleeve. The tension cable for this device is a single cable, secured to a tension screw at the proximal end of the handle, the cable is ran through the device, looped through the distal tip, then ran back through the device, towards the handle through two sets of paths created by guide holes. Based on overlaying the loose cable out of the distal tip and back down the outside of the segments, the fray occurred at the proximal end of the second tube arrangement. The tube arrangements are the longer segment pieces that establish the straights of the triangle when articulated. The frayed cable is frayed in the same general area (proximal end of the 2nd tube arrangement), but the exact location of the break in each cable strand is different, with about three clusters of strands broken at nearly the same point. Breaking at multiple locations, indicates that the cable strands broke over time, which is typically an indication of wear. As the device is articulated the gap between each segment is closed by the gradual movement of the cable in the proximal direction. As a result of this function, the distal end of the cable is essentially fixed, and the amount of cable travel through each segment is proportional to all the segment gaps closed distal of it. This means that cable travel is highest and therefore wear and damage to the cable is typically highest at the proximal most segment piece, which is not where this fray occurred. This may be explained by the possibility of frequent cleaning and sterilization cycles being performed without the protection of a sterilization sleeve, and the flex components consistently being made to make a sharp bend at this location, which would occur if the device was processed in a machine that wasn¿t deep enough for the device and sterilization sleeve, and the flex components consistently bent at this spot because it corresponds with the actual depth of the machine. There is only limited evidence of this however, in that the cable strands broke mostly in 3 separate clusters at an identical location. The complaint failure mode is confirmed, and the most probable root cause of the complaint failure mode is wear with a possibility of customer damage from not using a protective sterilization sleeve to protect the flex components. The instructions for use for this device cf36-1828 instructs the end user ¿when sterilizing or storing device, always use protective sterilizing sleeve provided. Failure to use the sleeve may result in premature device failure. This device should never be folded or bent to fit into a small sterilization tray¿ the IFU also instructs the end user ¿inspect devices before each use for broken, cracked, tarnished surfaces, movement of hinges, and chipped or worn parts. If any of these conditions appear, do not use the device. Return device to authorized repair service center for repair or replacement. Customer is advised to always use a sterilization sleeve, which are sold with this device, but can also be purchased individually, and to check for frayed cables prior to a failure of the cable. Conclusion(s): the most probable root cause of the complaint failure mode is wear. The point where the cable frayed varied, which indicates that the cable was damaged over time, from contact between the strands and an internal edge at varying amounts of alignment. This is typically a sign of wear as opposed to a single moment where an edge slices through all the strands. The clustering of strand fractures in 3 different locations however may indicate that this cable was bent to an extreme over an internal edge at 3 different points in time, and this sliced through a cluster of strands each of those three times. Visual inspection of the segment location where the cable is estimated to have frayed did not identify any burrs or manufacturing defects that would have caused the cable to fail and the cable most likely performed as expected over as many as 28 months until wear or customer damage caused the cable to fail over time.